Event description:
Baxter reported that a uv-flash transfer set spike was broken during use by a cleanflash device. Uv-flash transfer set was in use for less than 120 days. There was no pt injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
Evaluation summary: the customer reported condition of a broken spike was confirmed in the lab. During visual inspection of the uv-flash transfer set it was noted that the spike was completely broke off from the uv-flash transfer set. Field surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for adverse trends and will take corrective and preventive actions as appropriate.